Event description:
It was reported that patient underwent acl reconstruction procedure on (B) (6) 2009. Subsequently, the patient suffered another injury and a revision procedure was performed on (B) (6) 2010. During the attempted removal of the cancellous screw, the head of the screw fractured off, leaving the body of the screw in the tibia. The body of the screw was left in the tibia as it was situated distal to the area of surgical interest, and the procedure was completed with no further issue.

Event description:
It was reported that patient underwent acl reconstruction procedure on (B) (6) 2009. Subsequently, the patient suffered another injury and a revision procedure was performed on (B) (6) 2010. During the attempted removal of the cancellous screw, the head of the screw fractured off, leaving the body of the screw in the tibia. The body of the screw was left in the tibia as it was situated distal to the area of surgical interest and the procedure was completed with no further issues.

Manufacturer narrative:
Evaluation of the returned component found surface scratches on the proximal surface and some peripheral wear and a few scratches on the distal surface of the screw head. The fracture suface pattern indicates the mode of failure was due to a rotational overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Upon receipt, device will be evaluated, and a follow up report will be forwarded to the FDA.